Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited clogged nozzle with black rubbery material. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. The reprocessing status was unable to be confirmed since information about it was unavailable. Based on the results of the investigation, the root cause of the foreign material remaining in the device was not identified. The event can be prevented by following the instructions for use which state: chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection and sterilization procedures chapter 8 cleaning and disinfection equipment olympus will continue to monitor field performance for this device.